Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the syringe and needle connection were found not secured during use on a patient. No medical intervention was needed. The current patient's condition was reported as fine.

Event description:
It was reported on 16sept2022, the syringe and needle connection were found not secured during use on a patient. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned an arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The returned needle felt loose on the ars but was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was not within the specified range. This indicates that the luer was nonconforming per iso 594-1:1986. The ars and needle involved with this complaint was sent to the wyomissing facility for additional testing and ftir & swm/eds analysis. They confirmed that the connection between the ars and needle failed separation force testing. Ftir & swm/eds analysis revealed a build-up of silicone lubricant on the surface of the ars tip and the needle hub. Further discussions between r & d and manufacturing revealed that the silicone application process is a mechanical setup based on visual criteria. Based on this and confirmation from r & d, manufacturing caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The report of a syringe/needle connection issue was confirmed through complaint investigation. Visual analysis did not reveal any obvious defects or anomalies; however, functional testing revealed that the connection was indeed loose. The sample was sent to r & d for additional analysis. They confirmed that the separation force between the syringe and the needle did not meet specification. They also discovered a build-up of silicone on the ars tip and needle hub surfaces, which is not intended and likely occurred during manufacturing. Based on the customer report and the comments from r & d, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The returned needle felt loose on the ars but was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indi cates that the luer was conforming per iso 80369-7. The ars and needle involved with this complaint was sent to the wyomissing facility for additional testing and ftir & swm/eds analysis. They confirmed that the connection between the ars and needle failed s eparation force testing. Ftir & swm/eds analysis revealed a build-up of silicone lubricant on the surface of the ars tip and the needle hub. Further discussions between r & d and manufacturing revealed that the silicone application process is a mechanical setup based on visual criteria. Based on this and confirmation from r & d, manufacturing caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The report of a syringe/needle connection issue was confirmed through complaint investigation. Visual analysis did not reveal any obvious defects or anomalies; however, functional testing revealed that the connection was indeed loose. The sample was sent to r & d for additional analysis. They confirmed that the separation force between the syringe and the needle did not meet specification. They also discovered a build-up of silicone on the ars tip and needle hub surfaces, which is not intended and likely occurred during manufacturing. Based on the customer report and the comments from r & d, the root cause cannot be determined and further analysis is warranted. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-investigation findings code corrected to 145 section h.6.-investigation conclusion code corrected to 4315 section h.10.-additional manufacturer narrative-investigation results corrected to: the customer returned an arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The returned needle felt loose on the ars but was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indi cates that the luer was conforming per iso 80369-7. The ars and needle involved with this complaint was sent to the wyomissing facility for additional testing and ftir & swm/eds analysis. They confirmed that the connection between the ars and needle failed s eparation force testing. Ftir & swm/eds analysis revealed a build-up of silicone lubricant on the surface of the ars tip and the needle hub. Further discussions between r & d and manufacturing revealed that the silicone application process is a mechanical setup based on visual criteria. Based on this and confirmation from r & d, manufacturing caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The report of a syringe/needle connection issue was confirmed through complaint investigation. Visual analysis did not reveal any obvious defects or anomalies; however, functional testing revealed that the connection was indeed loose. The sample was sent to r & d for additional analysis. They confirmed that the separation force between the syringe and the needle did not meet specification. They also discovered a build-up of silicone on the ars tip and needle hub surfaces, which is not intended and likely occurred during manufacturing. Based on the customer report and the comments from r & d, the root cause cannot be determined and further analysis is warranted. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 16sept2022, the syringe and needle connection were found not secured during use on a patient. No medical intervention was needed. The current patient's condition was reported as fine.